Manufacturer narrative:
On 7/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/23/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately < 0.1 cm within a crease and an area of shell abrasion located on the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition, several creases were found on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile, catalog number 3501660, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375 cc saline breast implants which the left side deflated, and there is also issue with capsular contracture baker grade ii after implantation. As a result, patient underwent bilateral removal and replacement with mentor gel as follow: left replaced with catalog number smpx490, and right replaced with catalog number smpx525, on (B)(6) 2018.